Event description:
It was reported that during an open reduction internal fixation (orif) of the proximal tibia while the surgeon was implanting headless compression screws one of the screws broke. The screw broke at the threaded section near the screw head. The shaft was left in the patient. The surgeon added a second screw and successfully completed the procedure with a five minute delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.